Manufacturer narrative:
Bed was evaluated by hosp. Result - phantom motion.

Event description:
It was reported by service report that the bed was rising on its own. There was pt involvement, however, no adverse consequences are reported.